Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that contact 0 was out of alignment with the other contacts. The lead was not implanted. No pt injury occurred. Refer to MFR report# 2649622-2011-05264.